Manufacturer narrative:
(B)(4). Meter was evaluated with no defect found. Returned test strips produced lo and e-5 readings. Black chemistry observed during qc investigation on (B)(4) 2015. Most likely root cause is black chemistry due to improper storage.

Event description:
Customer complains of e-5 error messages. Customer states she feels well and does not require medical attention. Customer states error message appears after sample is applied. Customer performed a blood test and performed another e-5 error message. Customer confirms she is using proper technique. No adverse event or MDR related to this issue. Customer stated the e-5 message appeared more than one time.